Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 years post-implant, it was reported that the pt expired from sepsis. Add'l info received indicated that the pt was (B)(6) and for the past year had developed a driveline infection followed by a pump pocket infection which was treated with antibiotics and (B)(6).

Manufacturer narrative:
The pump was not explanted from the pt, therefore it will not be returning to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined as the device was not available for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.